Event description:
It was reported that after a fall, where they hit asphalt, there was an inability to adjust stimulation. A loss of therapeutic effect also occurred. Symptoms included slurred speech and falling a lot. The pt had been cleaning their basement which may have exacerbated their condition. Additionally, after a replacement, the pt was unsure if the device was helping. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).